Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance measurements on the right ventricular (rv) channel were 2300-3000 ohms during implant testing. A boston scientific technical services consultant documented and discussed the clinical observations with the caller the lead was repositioned which produced stable impedance measurements. The system was successfully implanted. No adverse patient effects were reported.